Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error detected. The power management tool confirmed power error detected was triggered when the loaded voltage (loaded v lith) was less than 3.5v for 4 consecutive hours due to connector resistance electric board. After disconnecting and reconnecting the internal battery connector on electric board, the pump was monitored and functioned properly.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that power error detected alarm recurred within a week of troubleshooting previous occurrence. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.